Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's caregiver reported via phone call of customer's hospitalization for high blood glucose levels and diabetic ketoacidosis. The customer's blood glucose level at the time of incident was 311mg/dl. The customer tried to treat the highs with manual injections at home. The customer states they visited the hospital because they thought they had phenomena, but ended up being in diabetic ketoacidosis. Troubleshoot for the high levels was conducted. The customer believes the pump was not at fault for the high blood glucose levels and declined to complete troubleshoot. The customer was advised if troubleshoot was desired at a later time, they should not hesitate to call. No further assistance provided at this time.